Event description:
It was reported that during a ptca treatment procedure the quantum maverick monorail balloon ruptured at 18 atm's on the initial inflation and dye extrusion was noted. The patient was asymptomatic during this event. The lesion involved was a very calcified and 98% stenotic lesion in a minimally tortuous mid rca. The quantum maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.